Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the main body (report: 2031527-2018-00173). Additionally there was evidence to reasonably support the following observations; endoleak type iiia of the main body and limb (report: 2031527-2018-00173)., and a persistent endoleak type ia. The type iiib endoleak complaint is confirmed. The complaint is most likely device related (the type iiib of cuff was strata material), the type iiib of main body could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be awaiting a court appointed dpoa for an explant procedure. The clinical assessment determined that there was evidence to reasonable suggest a persistent type ia endoleak and a type iiia endoleak of the main body and left limb occurred that were not included in the event as reported. The type iiia and ia endoleaks was discovered on 06/01/2018 during review of the forty one months post implant CT scan. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
During the investigation of (B)(4) (report: 2031527-2018-00173) where the patient was initially implanted with an afx bifurcated, a vela suprarenal, and two limb extension in 2014. The patient was reported to have an endoleak type iiib. Explant was scheduled but has been postponed due to the patient's incompetent to make a decision. The physician is waiting, the court is appointing a dpoa. At the conclusion of this investigation, if was discovered that the patient also had a persistent endoleak type ia.